Event description:
Rptr reports that this vent just "powered down - all the lights went out and it took awhile before they were able to turn the vent on and restart the driver. Rptr went to the hosp and could not verify the complaint. The vent passed all performance verification test. Rptr did not offer any explanation for this occurrence and said that they thought something was wrong with the vent and rptr will have it replaced. Co reminded rptr that in the event of a power interruption, the vent is going to power down. Rptr realized this after and said that co could do whatever needs to be done. Rptr requested that co contact the customer. Co contacted another person and explained the situation to them. They understood. Because rptr already told the customer that the vent "should" be replaced, co explained to the other person that although there probably is nothing wrong with the vent, co will authorize a replacement and that co will check out the event. Co will notify rentals. A 3rd person called to report that they understand that this vent will do this and there is nothing wrong with the vent. It was night shift and they don't understand the vent as well as the day shift (this event occurred two nights ago and the vent was running fine ever since) they also called to let co know that they received a replacement vent last night, but they didn't pick up the "other" one. Co to notify rentals.